Event description:
It was reported that the patient is experiencing symptoms of starbursts at night accompanied with a decrease in depth perception after implantation of a intraocular lens (iol) in the right optic. Additionally, it was stated that the patient suffered a fall on his right side after implantation of the lens. The report stated that there had been a capsule tear during the implantation procedure. In follow up the implanting doctor stated there was no capsule tear. At this time, the lens remains implanted. No additional information was obtained.

Manufacturer narrative:
(B)(6). Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.